Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, deformation, the weight the device within specification and observed 40 mm dark patch edge material inside gel device. After autoclave cycle were observed: cloudy color in the gel and voids. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is: no openings were observed on the device and creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right side rupture and "any creases". Device has been explanted.